Manufacturer narrative:
Please refer to the attached report.

Event description:
It was reported that the new smartview 2.54 version shows a wrong scale on detection curve of rv lead measurements. This unexpected behaviour was not present on previous smartview version. An investigation is required.

Event description:
It was reported that the new smartview 2.54 version shows a wrong scale on detection curve of rv lead measurements. This unexpected behaviour was not present on previous smartview version. An investigation is required.